Manufacturer narrative:
(B)(4). The tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to replace the keyboard assembly. Covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had unresponsive keyboard while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.